Event description:
The physician deployed the everflex stent and was able to see that the inner shaft of the stent fractured on the wire. Therefore, he snared the fractured inner shaft of the stent platform and was able to successfully post dilate the stent with a balloon and complete the procedure. No harm to the patient. Successful outcome was attained.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.